Manufacturer narrative:
(B)(4)

Event description:
It was reported that when the patient presented in-clinic for follow-up, noise and high capture threshold were observed. The lead was capped and replaced. Patient is doing well.